Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jqyb, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. The patient had burning and hematuria. Laboratory testing was done and the results were abnormal but the exact laboratory information was unknown. Ciprofloxacin was given to the patient as an intervention and the event was considered resolved without sequelae.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va0jqyb, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted an "other etiology" of the patient's prior risk factor. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the uti was not related to the device, therapy, or procedure.